Event description:
Reporter received results of 214 mg/dl and 97 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.